Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 31mg/dl. The customer stated that he had been working on his roof. Troubleshooting was performed, and the programming was correct. Advised the customer to reach out his doctor to make sure the settings on the insulin pump are his correct settings. During the call, the customer mentioned that his son passed away three weeks ago. Advised the customer to call his doctor regarding his low blood glucose. No further information was provided.